Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: today we opened a failed psi pack. The 9fr sheath x 10cm dilator bent in half during an attempted insertion. The sheath integrity was comprised. Sheath was removed from circulation. The issue was identified during use on patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of dilator body/hub damage was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guide wire or sheath/dilator assembly as this can lead to vessel perforation, bleeding , or component damage." Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: today we opened a failed psi pack. The 9fr sheath x 10cm dilator bent in half during an attempted insertion. The sheath integrity was comprised. Sheath was removed from circulation. The issue was identified during use on patient. Additional information has been requested from the account.